Manufacturer narrative:
This report is submitted on april 9, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an infection. The patient was reimplanted with a new device at a later date.